Event description:
Procedure urological. According to the reporter: the pt had a bard avaulta tvt sling and a bard tot sling placed for urinary incontinence / cystocele by her gynecologist. The bard avaulta tvt sling eroded through her vaginal wall within a few weeks after surgery. She had bleeding, foul smelling discharge, and pain. After several tries with estrogen therapy, the erosion was only getting worse. On two and a half months later, she had repair of the erosion to try to oversew the area and get the vaginal wall to heal. Eight days later, the pt had complained of bleeding, foul discharge again, and pain. On a second post-op visit on the following month, the erosion was again visible. The pt was sent immediately to a urologist for further treatment. Her urologist did several tests to make sure the sling had not eroded into her bladder, and scheduled the pt for removal of the sling. On twenty four days later, she had surgery by the urologist to remove as much of the eroded sling as he could. While in the recovery room after this surgery on the same day, she started hemorrhaging and had to go immediately back to surgery for exploration to find and stop the bleeding. The bard tot sling remains implanted.